Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The proportioning system was calibrated, and the unit was returned to service.

Event description:
The hospital reported the proportioning system was out of calibration and able to deliver a hypoxic mix. There was no report of patient involvement.